Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. The explanted device was disposed at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure for unknown reason. The explanted device was disposed at the facility. Additional information received that patient was not able to get enough pain relief. It was noted that all devices were explanted.